Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on endoscopic position detecting unit probe, endoscopic position detecting unit image temporarily disappeared. The most probable cause of the complaint was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, endoscopic position detecting unit image was observed to disappear temporarily, corrosion was observed on adhesive of bending section cover, adhesive around light guide lens and objective lens. The regional repair center indicated that the most likely cause of the image issue and corrosion was not established. There was no patient involvement.